Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: one media file was provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Assuming adequate position of the reference pigtail catheter, depth appeared to be approximately 4 millimeter (mm) on the non-coronary cusp. Final valve release was provided and during the final steps of the deployment, the valve visibly dislodged ventricular to the level of the waist. Of note, the valve appeared to have dislodged ventricular before the capsule was fully retracted; the capsule is noted to be covering the paddle attachment. It was reported that at attempt to snare the valve resulted in dislodgement from the annulus and subsequently a non-medtronic valve was implanted. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. In this case, the cause of the ventricular dislodged is not clear and this review is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 4 millimeter's (mm). After valve dislodgement, the implant depth on the ncc and lcc were approximately 10-12 mm. A medtronic guidewire was used during the procedure.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, the delivery system dipped downward upon final release, causing the valve to dislodge deep into the left ventricular outflow tract. An attempt was made to snare the valve, but it ultimately dislodged from the annulus. Subsequently, a 26 millimeter non-medtronic valve was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012526065); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012769246); product type: 0195-heart valves; implant date ; explant date select patient information and initial reporter information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.